Manufacturer narrative:
Investigation conclusion: a device history review is not required, the event description does not indicate a potential manufacturing issue. Potential factors that can influence a pop-out include tension applied on the delivery catheter system (dcs) during positioning, calcification levels and compliance of the native anatomy, and a number of others, but a root cause could not be established from the information available.

Event description:
Medtronic received information that during implant, a transcatheter bioprosthetic valve was placed in too low a position, resulting in central regurgitation. A snare was used along with the delivery catheter system (dcs) in an attempt to better position the valve; however, it moved above the target location and was left positioned in the ascending aorta. This valve was then passed through the first valve, but moved out of its intended position and was deployed inside the first valve. A subsequent attempt to place a third valve of the same size in the desired location was unsuccessful. A fourth valve of a smaller size was then successfully implanted valve-in-valve in the third valve. No subsequent adverse patient effects were reported.

Manufacturer narrative:
Separate reports have been filed on the unsuccessful placements of the first and third valves. A supplemental report will be filed when the investigation is completed or if additional information is received. (B)(4).